Event description:
The customer reported the system is displaying a camera error message and is not displaying an image. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system, and replaced a loose screw that had shorted out the 24v power supply. System operates as intended. This MDR is related to ge healthcare complaint.